Event description:
Shipment of sheep blood was received in the lab in 2004. This is used to inoculate non-blood samples -i.e. Fluids- in blood culture media to enhance growth and provide a supplement. It was set-up as a control to determine if there were any contaminates along with the pt. Nothing was isolated until 2 weeks later a gram negative rod. Preliminary testing done in house. Suspicion of brucella. Sent to the state board of health (sboh). Sboh identified brucella species. Sboh sent to cdc for species.